Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-03098. It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending